Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and full functional stress testing without duplicating the report. An internal inspection found no discrepancies. The errors were cleared from the log and did not reoccur. The device was recertified and returned to the customer. The electrode pads used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not detect the attached electrode pads, failed for high impedance, and displayed a red "x". Complainant indicated that there was no patient involvement in the reported malfunction.